Manufacturer narrative:
The insulin pump was received with excessive "no delivery" alarm during no delivery test due to faulty fsr gold. The unit had cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that he changed site and reservoir and still receiving no delivery. The customer was advised the insulin pump would be replaced. No further information provided.